Event description:
A patient reports that he had staar surgical lenses of unknown model/size implanted in his eyes, and is having certain night vision complications of haloes; patient is seeing some blobs of light around the light source. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim #(B)(4).